Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently not holding charge. The customer's blood glucose was 85 mg/dl at the time of the report. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.